Manufacturer narrative:
Returned device was received with cracked enclosure. During the evaluation of the device yes, the customer reported condition was confirmed, the front cover left tab for the screw was broken off. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical level 1 fluid warmer was leaking from the reservoir tank. No patient incident occurred.